Manufacturer narrative:
(B)(4). This is report 1 of 3 for this incident of peritonitis. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h11b15126, h10k18073) revealed no exceptions related to the reported issue. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the report of patient hospitalization. The rn stated that the home patient (hp) was hospitalized for peritonitis, but is continuing therapy on the cycler. The rn stated she was willing to be contacted for additional information. Baxter received a phone call from the pdrn on (B)(6) 2011. She reported the patient was hospitalized for peritonitis from (B)(6) 2011 to (B)(6) 2011. The patient was using dianeal local (pd4) ambuflex. She reported that on an unknown date pd cultures, cell count and gram stains were done. The pd culture was negative. The patient started treatment on an unknown date. Treatment includes unknown doses of vanomycin and fortaz. Treatment was to be completed on (B)(6) 2011. The patient's condition had improved. There was no exit site infection. The patient continued pd therapy without difficulty. There was no allegation against any baxter device or solution. No further information was available.